Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 2 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient was experiencing headache, vomiting and nausea. The cgm reading was 256 mg/dl, but when she checks on her bgm it was 506 mg/dl. So before going to hospital, she self-treated with unremembered insulin. Because the vomiting would not stop, the patient was transported to the emergency department. There, the patient was diagnosed with diabetic ketoacidosis. The patient was treated with insulin drips, IV fluid, and anti-nausea medicines. Of note, the sensor failed during the emergency room visit, and it was removed. The patient was discharged the same day and was recovering at home at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.